Manufacturer narrative:
(Catalog number and UDI), operator of device and initial reporter also sent report to FDA are unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a syringe plunger sensor error. No patient involvement or injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and had a non-OEM (original equipment manufacturer) top case identified, non-OEM (original equipment manufacturer) battery identified, a cracked bottom case in battery bay, cracked right plunger case. Plunger flippers visibly uneven. Electronic serial number was displayed as (B)(6). Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Incorrect assembly of the timing plates by the customer or 3rd party vendor was found. Correctly reset the timing plates. The cause of the reported problem was traced to customer improper assembly of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500. H4: correction: device manufacturing date: 07-dec-2005.